Event description:
Medtronic received information regarding a navigation system being used for a procedure. It was reported that a red led light was on the power supply unit (psu) and the system was not tracking instruments or the reference frame. Technical services walked the site through checking the network device interface toolbox, and the "erroneous detected bump failure" was detected. This issue occurred intraoperatively, and there was no reported impact to patient outcome. Additional information was received. The system was being used for a posterior cervical fusion procedure, and there was a minimal delay as the site was just swapping out instrumentation.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(4), the camera was returned to the manufacturer for analysis. Analysis found that manufacture date was march 2017. A check of the event log showed intermittent firmware incompatibility dating back to february 2022. There was a battery voltage low message along with bump detected and storage temperature exceeded. Otherwise, the power supply unit (psu) passed an accuracy test (aak) at.112 mm with a passing threshold of .25 mm. The failure mechanism was a battery voltage low system fault code. This psu has not been previously returned for a confirmed failure. Analysis found that the reported event was related to a electrical issue. B01, c02, d02 are applicable. H3, h6: no work order service has been done by a manufacturer representative. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.